Event description:
New information received states that the right ventricular lead was explanted and replaced with a competitor lead. A chest x-ray was performed and there were no visible issues noted with the lead.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an episode of non-sustained right ventricular oversensing (nsrvo) was noted on the device. Upon review of electrogram (egm), noise was noted on the right ventricular (rv) lead and was determined that it could be due to a lead issue, possibly an insulation abrasion was suspected. Noise was reproduced with arm movements during in clinic testing. There were no other electrical anomalies. Lead replacement was planned. No intervention has been performed yet.

Manufacturer narrative:
Additional information - the reported event were noise and insulation abrasion. A complete lead was returned in two pieces with connection portion measuring 7.8cm and distal portion measuring 56.4cm. The reported event of noise was not confirmed. However, the reported event of insulation abrasion was confirmed. External insulation abrasion was noted at 44.9-45.3cm, 47.2-47.6cm, and 47.5-47.7cm from the distal tip, breaching various lumen and exposing the cables, consistent with lead friction to the device can. The right ventricular etfe coating was abraded while the other etfe coatings and inner lumen were intact. The cause of the reported event of abrasion was isolated to external abrasion consistent with friction to the device can proximal to the suture sleeve tie impressions.